Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saline leaked from the septum of the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "saline leaked from the septum."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no packaging from material number 385100, lot number was unknown. The male luer of the q-syte was attached to an extension set with a luer slip syringe with saline inserted into the female luer of the q-syte. In addition, two photographs were received which displayed similarities to that of the returned unit. A visual/microscopic evaluation was performed on the q-syte where tears in the form of slits were observed on the ends of the septum slit on the septum top disk. A water leak test was performed tested in the actuated and unactuated position; by itself and attached to the returned extension set. Leakage was observed. Damage in the form of tears was observed along the column wall on both sides of the septum. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that saline leaked from the septum of the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from japanese to english: "saline leaked from the septum."